Event description:
Boston scientific received information that the patient with this implantable defibrillation lead and right atrial (ra) lead was receiving intermittent pacing on their t-wave during a stress test. The physician elected to perform an elective revision procedure and found this ra lead was twisted around the implantable defibrillation lead and had dislodged. The local area field representative reported the suspected cause was twiddlers' syndrome. Both leads were successfully explanted and replaced. No lead damage and no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found electro-cautery damage resulting in melted insulation at 91 and 113 millimeters (mm) from the terminal pin. Additionally cuts were noted in the insulation at 130 and 131 mm; most likely due to the removal of the suture sleeve tie down. Laboratory testing was unable to reproduce the reported clinical observations.